Event description:
It was reported that this pb980 ventilator alarmed twice with a safety valve open message. The customer requested service for the device. There was no patient involvement.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb980 ventilator alarmed twice with a safety valve open message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp found extended self test (est) failed with inspiratory autozero error and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Additionally, sp replaced the exhalation valve flow sensor (evq) due to damage. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The evq was discarded and not returned to medtronic for analysis. The ifm pcba was returned for analysis. A visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing corrective action. The cause of the additional issue was isolated in the field to a potential fault in evq. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.